Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with the pump displaying high readings for several hours; a fingerstick measured 524 mg/dl after issues with an infusion set that was found to have a bent cannula, followed by multiple set changes and pump recalibration, and the user ultimately administered a subcutaneous insulin injection as backup while being advised to disconnect from the pump for at least two hours. Symptoms included dry mouth consistent with hyperglycemia. Outcomes included prolonged out-of-range glucose lasting about ten hours without need for outside assistance or medical intervention. Investigation included remote troubleshooting and user education regarding infusion site integrity, calibration, and backup therapy. Investigation of this case revealed hyperglycemia associated with infusion site/cannula integrity issues, with cause not fully determined given that glucose remained high despite set changes and calibration. It was concluded, based on previously established findings for similar reports, that the cause was unclear.